Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. During surgery the surgeon discovered that the cochlea was obliterated with bone. The recipient was not be reimplanted due to ossification and inflammation.

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. The photographic imaging inspection confirmed antenna coil and shield wire breaks. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being preformed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
(B)(4)